Event description:
General report of an unspecified number of plum xl infusion device door rollers were not spinning or were broken off. The customer contact reported that the issues were noted during visual inspection in the biomedical department. There were no reports of any adverse patient events or delays in critical therapies while the devices were in clinical use. No additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.